Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: this mre review is for sterilization procedure only part: 450.562s, lot: 5l03214, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: june 17, 2019, expiry date: june 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico. Part: 450.562, lot: 4l44285, manufacturing site: mezzovico, release to warehouse date: april 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 it was found that the plate on the tail side had been elongated more than allowance. The patient is expected to undergo a revision procedure. On (B)(6), 2021 the patient underwent for a surgery (acdc) at c4/6 without surgical delay. The patient was x-rayed, and it was confirmed that a screw(s) and the plate had been deployed in place without any issue. It was unknown that if the patient was scheduled for revision surgery. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1)ti vectra-t(tm) plate 2 level/30mm. This report is 1 of 1 pc-(B)(4).